Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the driver tip broke off. Another driver was used to complete the case. No patient complications were reported.